Manufacturer narrative:
H10: b5, h2, h3, h6: the device reported, used in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established. A review of manufacturing records for the reported lot number found no non-conformances or anomalies during manufacturing process related to the reported event. A visual inspection and functional evaluation cannot be performed and customer´s complaint cannot be confirmed. Potential factors unrelated to the design or manufacture of the device that may lead to the failure reported include, but are not limited to: it is possible the shaft was harmed by hitting a hard or bony structure; this would have caused the solder at the thermocouple wire to become separated and result in an open tc circuit. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a pcl and plc case the wand had a beeping sound and showed an e6 error, the probe could not function after that. The procedure was completed with another ambient wand with no significant delay or further complications. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Event description:
It was reported that during a procedure the wand had a beeping sound and showed an e6 error, the probe could not function after that. It is unknown how the procedure was completed, there was no significant delay and no further complications reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.